Manufacturer narrative:
A ge rep evaluated the system and repaired the interconnect cable. System operates as intended.

Event description:
Customer reported, the system intermittently will not produce x-rays and the system must be rebooted to work properly. No pt injury was reported.